Event description:
It was reported that the cannula was ruptured and a blood leakage was occurred during the va-ECMO treatment. Customer changed the product during treatment. No harm or death to any person was reported. Complaint (B)(4) .

Manufacturer narrative:
It was reported that the cannula was ruptured and a blood leakage was occurred during the va-ECMO treatment. Customer changed the product during treatment. No harm or death to any person was reported. Getinge sales&service unit was informed by customer as the complaint is cancelled and no more information is available. Further, neither a photograph nor a sample was provided at this point by customer. In the absence of these information, the complaint could not be confirmed. However, the reported failure could be linked to the risk assessment and control of hls cannulae and the probable causes are associated to: manufacturing: - use of wrong or out-of-spec materials. - wrong materials or wrong amount used in production. Materials, components or device compromised during production. User error ¿ lack of attention during device handling: - the user perceive or recognize how to clamp the cannula or was not able to clamp the cannula appropriately. - clamping performed in unreinforced area. - use of inappropriate clamp. - the clamp is not appropriately positioned and becomes open. - mechanical damage of cannula due to inappropriate fixation. - insufficient cannula fixation. These root causes could not be confirmed. The production history record (DHR) of the affected be-pal 1523 with lot# 3000377484 was reviewed on 2024-07-18. According to the DHR results, the product be-pal 1523 passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. Further, the incoming inspection report review has been performed for affected component ¿700000285, 00285#konnektor 3/8 x 3/8 ll¿. The incoming inspection report (batch # 3000353603) of the affected component "700000285 / 00285#konnektor 3/8 x 3/8 ll" was reviewed on 2024-07-18. The connector were checked for damages, scratches, marks, rills, sinks, streaks, and cords visually. Visual tests were passed as per specifications. Due to this, material related influences are unlikely. Also, the incoming inspection report (batches # 3000374877, 3000374881, 3000374882,3000375789, 3000375790, 3000376921 and 3000376922) of the affected component "fem body 15_al-0 #peri.cath.body 15fr, al" was reviewed on 2024-07-18. The catheter body were checked for open bubbles, particles, ridges, sharp edges, cracks, streaks, dirt, black spot and air bubbles visually. Visual tests were passed as per specifications. Due to this, material related influences are unlikely. The review of the non-conformities has been performed. It does not show any non-conformity in regards to the batch numbers of reported components with related to the reported failure. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : customer cancelled the complaint and states that no further information is available.